Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified in d2. H10: the lot number was provided for the malfunction and a lot history review was performed. The device was returned for evaluation and images were provided for review. The investigation for the reported event is confirmed for misfire. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14100 vascular stent graft allegedly experienced positioning failure. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 76 year old male is 60 kgs.

Manufacturer narrative:
The lot number was provided for the malfunction and a lot history review will be performed. Images were provided for review. The return of the sample is pending and the investigation for the reported event is currently underway. The device is labeled for single use. The catalog number identified in has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14100 vascular stent graft allegedly experienced positioning failure. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) year old male is (B)(6) kgs.